Manufacturer narrative:
One cadd ms3 pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported problem. Further investigation was performed; the device did not lose its programming during testing. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found. However, it was recommended to install software as preventive measure.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device lost programming. There was no patient injury.